Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a myocardial infarction. The patient was hospitalized and had a cardiac catheterization. Nevro had attempted to obtain additional information regarding the nature of the myocardial infarction but was unsuccessful. There have been no reports of further complications.